Event description:
During the course of coding a pt having an internal defibrillator, the nurse taking the pt's blood pressure with a doppler device experienced an electrical jolt resulting in singed hair and temporary jaw pain. No known untoward effects to pt noted.